Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl and 50 mg/dl. The customer's blood glucose was 161 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food and drinks. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer does not allege insulin pump for over delivering. The insulin pump will not be returned for analysis.